Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. Moisture damage was found on motor assembly as well. The display anomaly and button error alarm could not be verified due to the blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that the insulin pump got wet and then the customer received a button error alarm, the buttons were not responding and moisture could be seen inside the screen. It was explained that the device was in a container in a cooler that was not waterproof. Customer's blood glucose value was 170 mg/dl. It was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.